Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 24 x 3.00 promus elite stent was selected for use but failed to advance. When the device was removed, the physician noticed that there was fraying at the distal end of the stent. Subsequently, another promus stent was selected and successfully placed. A 3.0x20mm nc emerge balloon catheter was then advanced for post-dilatation but the physician noticed that the tip of the catheter was bent. The device was replaced and the procedure was completed with another of the same device. No patient complications were reported and the patient was fine.